Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a root cause could not be identified, as the event reported by the customer could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name - (B)(6).

Event description:
It was reported that video system center had startup problem. The event occurred during inspection for use. There were no reports of patient involvement.